Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, on one occasion the transmitter and the pump were farther than 20 feet apart, and regained connection after the pump and transmitter were moved within range of each other. On all other occasions, the pump and transmitter were within 20 feet of each other when the loss of connection issue occurred. On all occasions, the pump and transmitter regained connection.